Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, there was difficulty crossing the annulus and after multiple unsuccessful attempts, the patient's pressure decreased and an ascending aortic dissection was noted on angiogram. The patient was converted to open surgery. The patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 added new information to h.6 type of investigation, investigation findings and investigation conclusions. The commander ds was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcifications present on patient thoracic aorta and calcifications present on patient native aortic valve anatomy. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, and no IFU/training deficiencies were identified. The procedural training manual provides guidance on during delivery system: ensure the flex catheter tip is flush with the thv for support during crossing. Do not force the thv. Use wire tension and distal flex proactively to help cross the first time. Use short movements to prevent "jumping" of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Potential challenges - unable to track arch, unable to cross valve. Initial technique: proactive wire tension and distal flex. Stiffer wires may bias to outer curvature but provide more pushability. Pushability is improved with less flexing. Reducing flex and managing wire may also help with crossing. The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times. Factors that can make it difficult to cross: heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, flex catheter kinked and inadequate bav. Techniques to help with crossing: make sure the wire is correctly extended at the apex, pull tension on the wire or reposition, add or remove some flex, pull the system back and re-advance, exchange for stiffer wire, buddy balloon. Note: adding some distal flex may help in crossing the native valve. No IFU/training deficiencies were identified. A risk assessment was performed on the reported and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to navigate and position catheter to target location. The benefits of the device outweigh the risks associated with difficulty navigating resulting in aortic dissection. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, "there was difficulty crossing the annulus and after multiple unsuccessful attempts, the patient's pressure dropped and an ascending aortic dissection was noted on angiogram". Per 3mensio provided, calcification was present on patient aorta and native valve anatomy. The presence of calcifications can make the pathway challenging as the delivery system crosses the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to cross the native annulus and lead to the subsequent patient injury. Additionally, per the case notes regarding pre-dilation with bav, "it was recommended, but decided not too". Per the training manual, heavy calcification and inadequate bav are factors that can make it difficult to cross. It is possible that not performing bav to pre-dilate the calcified native annulus may have contributed to the reported crossing difficulty felt when attempting to cross the native annulus. A definitive root cause was unable to be determined. However, available information suggests patient factors (calcification) and procedural factors (not performing bav) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. As the complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed, a complaint history review is not required.